Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for the review. The first photo shows clinician holding the drainage catheter in which segment of hub was noted to be broken completely. The second photo shows clinician holding the drainage catheter which was implanted in the patient in which hub was noted to be fractured. The third photo shows clinician holding the drainage catheter in which hub was noted to be broken completely. Therefore, the investigation is confirmed for reported fracture issues for all the three devices. Also, the investigation is confirmed for identified material separation issues for two devices. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the drainage catheter was allegedly found fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the drainage catheter was allegedly found fractured. The procedure was completed using another device. There was no reported patient injury.